Event description:
It was reported that the health care professional (hcp) asked technical services (ts) to review the presenting electrogram (egm) and pacemaker mediated tachycardia (pmt) episode for this pacemaker. Ts reviewed the data and noted blanking for the atrial arrhythmia, along with atrial loss of capture (loc) and undersensing. Ts also observed that lead sensing has deteriorated since the coronary artery bypass grafting (CABG) procedure, with p-wave amplitudes decreasing from 4.0 mv to 0.1 mv. Additionally, ts was unable to perform the right atrial automatic threshold (raat) test. Ts suspected that the lead has been dislodged or damaged due to the CABG procedure. This pacemaker remains in service. No adverse patient effects were reported. Ts suspected that the lead has been dislodged or damaged due to the CABG procedure. At this time, the cause of the loc had not been confirmed. This investigation will be updated should further information become available in the future. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.